Manufacturer narrative:
The pump passed the displacement test and active current test. Pump failed the sleep current test due to moisture damage on the electronic assembly. Charge/battery lasts less than expected confirmed. Hardware low level failures alarmed during self test and confirmed in pump history with variable (03) due to broken trace at u1 keypad assembly (pins 1 & 6). (B)(4).

Event description:
Information received by medtronic indicated that insulin pump required to change the battery everyday for the last week. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.